Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported: when the staff switched from infusion to fax, no air came out of the infusion. They had to open another cassette and replace the tubing's. No pt impact was reported. Add'l info was requested.